Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found and replaced a broken pinch valve (vl57a) mount to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a leak of light pink fluid of a few drops in volume into the drip tray of the blood sampling valve (bsv) of a coulter lh 780 hematology analyzer while running patient specimens. The customer stated the quality control (qc) passed at the beginning of the shift and specimens were rerun on another instrument and verified that results were correct. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.